Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 513 mg/dl. The customer was able to treat with a bolus from the insulin pump at the end of troubleshooting for the alarm. Insulin did not exit with a manual prime until the customer assembled a new reservoir. However, there was more resistance than usual. The customer was assisted in assembling a new reservoir and priming, and insulin was able to exit. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.